Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product noted blood on the shaft, suggesting the stent delivery system (sds) was advanced into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The tip length and stent implant outer diameter dimensions met manufacturing criteria. Additionally, multiple bends throughout the entire length of the hypotube were noted. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. Reportedly, resistance was met during the attempt to cross. The xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. It was confirmed that the hypotube and jacket material were separated distal to the strain relief tubing. The fracture faces were oval shaped. The jacket material at the hypotube separation was stretched and jagged. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported shaft separation. The shaft most likely kinked during the attempt to cross against resistance and further manipulation of the catheter contributed to the shaft separating. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that may have contributed to this complaint and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. The reported failure to cross, shaft separation, and subsequent bends appear to be related to operational context. This type of reported incident will continue to be monitored.

Event description:
It was reported that while navigating the heavily calcified proximal right coronary artery, the xience v stent delivery system (sds) was advanced against resistance. The sds was unable to cross the lesion and experienced a broken proximal shaft. The procedure was abandoned and the patient is doing fine. No adverse patient effects were reported. No additional information was provided.